Manufacturer narrative:
Complaint no: (B)(4). Correction: the assignable cause for the condition of failure code 812:02 is a defective pumphead module.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 812:02 on channel a, which interrupted delivery during device testing. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. This device is an unremediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A female patient called in to zoll lifecor customer support to report that her monitor display was not working. The patient was provided with a replacement monitor.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:02 on channel a was found and confirmed by a baxter service technician. No assignable cause was provided during product evaluation. However, the channel a pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Service history review determined that the device has not been previously sent into service for the reported condition of "812:02". Should additional information be received, a follow-up medwatch will be submitted.